Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown.

Manufacturer narrative:
Unit was received with blank display due to broken trace on interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify motor error alarm due to blank display. Unable to perform motor test due to missing motor. Unit had severely scratched lcd window, broken off/missing end cap, missing motor, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and corroded battery tube.